Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The patient is being provided with medical care at university college london hospitals. The device implantation was performed at nhs hospital by a different physician. (B)(4). Report source: other: mhra adverse incident report reference no 2019/010/011/401/007; submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx device was implanted during a trans-obturator tape procedure. According to the complainant, on (B)(6) 2009, the patient experienced "urinary voiding dysfunction" and pelvic pain syndrome. The reported event of "urinary voiding dysfunction" is unclear and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event most likely suggests that the patient experienced urinary retention.